Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 32056 error was found indicating the axes controller arm (aca) in usm1 failed to initialize inter-integrated circuit (i2c) device confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating aca in usm1 failed to initialize i2c device, replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where agc current test was found to be failing on pitch. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the error 32096 occurred on universal surgical manipulator (usm) 1. Technical support engineer (tse) advised her to perform a patient side cart (psc) hard power cycle and emergency power-off (epo), but the issue persisted. The surgeon decided to start the surgery with three arms. There was no report of patient injury.